Manufacturer narrative:
(B)(4). The device was manufactured june 16, 2015- june 17, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed no signs of abnormality on either the interior or exterior surface of the bladder, stress member, and plug. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an extra large volume intermate ruptured at the end of infusion. The device was filled with solumedrol and diluted with sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.